Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the snare loop kinked. The unit was able to extend and retract within manufacturing specifications. The unit passed the electrical test of less than 20 ohms specification with the result of 9.06 ohms. The complaint that the loop snare was broken and unable to cut was not confirmed. The kink in the snare loop was probably caused by the manipulation of the device either during the procedure or while the device was used inside the patient. Based on this information, it is most likely that anatomical or procedural factors limited the performance of the device during use. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints has been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the lesion in the patient's large intestine was captured. The generator was set into cutting mode and current was delivered. However, the physician could not remove the entire lesion at once. The physician noted that the proximal end of the snare was deformed and suspected that this might be the reason it could not cut the whole tissue successfully. It was reported that the snare wire looked "wide open" compared to the normal size. When the sales representative checked the device, he noted a slight opening in the loop. The procedure was completed using a non-bsc snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be good following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the lesion in the patient's large intestine was captured. The generator was set into cutting mode and current was delivered. However, the physician could not remove the entire lesion at once. The physician noted that the proximal end of the snare was deformed and suspected that this might be the reason it could not cut the whole tissue successfully. It was reported that the snare wire looked "wide open" compared to the normal size. When the sales representative checked the device, he noted a slight opening in the loop. The procedure was completed using a non-bsc snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be good following the procedure.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.